Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femoral cuts are suboptimal. There are gaps (2-4 mm). Implant is not seated all the way down. Case type: tka.

Manufacturer narrative:
Investigation conclusion: reported event: an event regarding inaccurate femoral cuts during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 524 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (B)(4). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.

Event description:
Femoral cuts are suboptimal. There are gaps (2-4 mm). Implant is not seated all the way down. Case type: tka.